Event description:
The pump was returned for investigation. Investigation revealed display, battery compartment damage and moisture, and battery cap damage. This report is made based on results of investigation completed on 11/26/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/25/2013 with the following findings:investigation revealed that the display screen was dim and discolored. Evaluation found a battery compartment crack and the battery cap threads were stripped. Moisture was visible within the battery compartment and the pump failed a leak test at the battery compartment.